Manufacturer narrative:
H3 other text : device serviced by third party service center.

Event description:
The manufacturer received information related to a dreamstation auto CPAP. The device was evaluated by a third party service center. The service technician observed the device and alleges that the power connector of the unit is corroded and the unit will not turn on. There is no allegation of patient harm or serious injury. There is no report of medical intervention. The device has not yet been returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed

Manufacturer narrative:
The manufacturer received information in relation to a dreamstation auto CPAP unit. The device was returned to a third party service center. During visual inspection of the device, it was determined the power connector of the unit was corroded. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.